Event description:
On 04/22/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
Testing results were reviewed and the pump passed all previous test. There are previous complaints (B)(4) on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 12, post-rework 7. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).